Manufacturer narrative:
The device was not returned, but radiograph confirmed the separation. The device remains in-situ and no further investigation can be completed at this time. It is unknown if the patient complied with post-operative instructions or sustained an impact. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warnings and cautions and precautions "potential risks identified with the use of this device system, which may require additional surgery include: device component fracture. Internal fixation appliances are load sharing devices that hold bony structures in alignment until healing occurs. "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation nonunion or delayed union fracture of the vertebra neurological, vascular or visceral injury metal sensitivity or allergic reaction to a foreign body..." "Contraindications include but are not limited to: infection, local to the operative site. Signs of local inflammation. Patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality." Device remains in-situ.

Event description:
On (B)(6) 2015 a (B)(6) male patient underwent a procedure that included four intervertebral spacers and six level posterior fixation. Three months after surgery the patient was experiencing some pain (radiculopathy) down right side. Radiographic images showed a component separation at s1. The surgeon has elected to monitor the patient. No revision surgery is scheduled at this time.